Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and an unknown malfunction occurred. Customer¿s blood glucose level was 92-120mg/dl. A replacement pump was sent to the customer and the customer used an old insulin pump for delivery.